Event description:
It was reported that the during an implant procedure, the right ventricle (rv) lead was retracting inadvertently during placement. The physician decided to use a new lead to complete the procedure on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. Final analysis of x-ray inspection found the inner coil at the connector region was over torqued and some filars were broken consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated blood/tissue in the helix and over torqued of the inner coil.